Event description:
It was reported the pump alarmed for channel error 351.6660 during an infusion of epinephrine. The pcu was plugged in directly to the red outlet at the time of the event. Clinician changed the set up. There was patient involvement however outcome is unknown.

Manufacturer narrative:
Correction: PMA / 510(k)# additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump alarmed for channel error 351.6660 during an infusion of epinephrine. The pcu was plugged in directly to the red outlet at the time of the event. Clinician changed the set up. There was patient involvement however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.